Event description:
Procedure type: crainiotomy. According to the reporter: used for craniotomy. At the 1st stitch under the scalp, the needle was broken. The broken tip seemed to fall into patient body, but was not found after about 2-minute search. It was not detected by x-ray, either. New one was opened to complete procedure. No bleeding. No tissue damage. No patient harm. Operating room time not extended by more than 30 times.

Manufacturer narrative:
(B)(4).